Event description:
Pa (pulmonary artery) catheter would not wedge. When removed, the practitioner noted that the balloon was ruptured.

Event description:
Pa (pulmonary artery) catheter would not wedge. When removed, the practitioner noted that the balloon was ruptured.